Event description:
It was reported that a sharp drop in remaining battery longevity was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. A longevity calculation was performed, and the battery depletion was abnormal based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.